Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels; however, a specific bg value was not provided. Customer is currently using injections for diabetes management until they are able to meet with their health care provider. No further information was provided on the reported issue.